Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. She stated that she would disconnect and reconnect the reservoir and tubing and then only 2 units would deliver before the alarm recurred. The blood glucose reading was 450 mg/dl. The customer experienced high blood glucose symptoms of thirst and frequent urination. She treated with syringes. The blood glucose reading at the time of the call was 250 mg/dl. The drive support cap appeared normal and recessed. The alarm repeated with a new reservoir and infusion set. However, after disconnecting and reconnecting the tubing and reservoir and running a manual prime, the alarm was resolved. The insulin pump was not returned or replaced.